Event description:
It was reported that this right atrial lead was explanted due to high out-of-range pacing impedance that triggered a lead safety switch on the associated device; noise was also noted. The associated device and right ventricular lead were also explanted. No other information was provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).